Event description:
Sorin group rec'd a report that air was pulled into the vanguard cardioplegia sys during a procedure. There was no report for pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfg the vanguard cardioplegia sys. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that air was pulled into the vanguard cardioplegia sys during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.